Manufacturer narrative:
E.4. FDA notified?: the initial reporter also notified the FDA via medwatch # mw5118022. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the second port of the bd pressure rated extension set was leaking during the infusion. The following information was provided by the initial reporter: verbatim: customer reported needleless IV extension leaking at white hub connection.

Event description:
It was reported that the second port of the bd pressure rated extension set was leaking during the infusion. The following information was provided by the initial reporter: verbatim: customer reported needleless IV extension leaking at white hub connection.

Manufacturer narrative:
H6: investigation summary: no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review for model mzx5306 lot number 22089161 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.